Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted a hole near the right corner of the intravia container. A pressure test was performed by connecting the set to the pressure gauge at (B)(4) and submerging it under water during (B)(4). The device failed the pressure test. The reported condition was verified. The assignable cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150 ml container leaked from a hole in the bag. The hole was located to the right of where the lot number was printed. This was noticed after the device was filled by a non-baxter facility and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.